Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the suction channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered coming out of the suction channel. The customer's originally reported issue of air/water flow issues was not confirmed. The following additional findings were also noted: wear of the angle wire, assorted scratches, cracks, discolored components, wear, break, buckling, and wrinkling, peeling components, dents, and loss of water tightness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that their evis lucera elite gastrointestinal videoscope device had a poor air/water supply. Upon inspection and testing of the returned unit, foreign material was observed to have come out of the suction channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer (or based on the completed device evaluation). The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, there was no delay in the start of pre-cleaning, the customer did aspirate water through the instrument/suction channel, they did presoak the endoscope in detergent solution, and they wiped the instrument channel with clean lint-free cloths/brushes/sponges. The instrument channel, instrument channel port, and suction cylinder were all reportedly brushed, and it was unknown if there were abnormalities in the accessories used for reprocessing the device.